Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the root cause of the issue was unknown however stated that they tried troubleshooting and it did not resolve, the recharger would not stay connected even though the app reported excellent condition. The manufacturer representative (rep) gave the patient a new recharger and the issue was resolved. The approximate implant depth and location is less than one inch. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having difficulty getting the recharger to stay connected to the ins and the recharger only charged the ins to 80% then it beeped like the ins was fully charged. The patient had a previous device and indicated that it took more recharging time. The caller was not with the patient at the time of the report. They had the patient reset the recharger by pressing and holding the power button and checked recharging speed to confirm it was set to fast. They had an appointment with their healthcare provider on (B)(6) 2021. Recharging considerations were reviewed. The rep was going to follow-up with the patient and the doctor. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep). Caller reiterated that with stim set at 1 ma, ins depleted to empty within a week, that it took 3 hours to charge to full (due to recharger loosing connection)on (B)(6) 2021 and patient has been feeling warmth/shocking when recharging. Patient uses handset/communicator with ins without issue. In office today, recharger connect to ins immediately with excellent connection but within seconds it lost connection. Caller power cycled recharger and connected to ins again and it shocked the patient and caused pain to where they jumped off the table but recharger prongs didn't feel warm to the touch at all. Caller confirmed patient hasn't seen any recharging error messages, same ins pocket was used at replacement, patient is charging through yoga pants. Caller had a brand new recharger that they opened and used with the patient. Caller had difficulty getting new recharger to start working as they saw continuous orange light, code 3167 and had to reset the recharger multiple times but it did start functioning normally to where it immediately connected to patient's ins showing excellent connection. While on the call, patient further pointed out where they are feeling shocking/pain/warmth during recharging and it is not at the ins site but more between the ins site (right) and the lead incision site (left), which is about 3-4 inches. Patient also noted that when they feel sensation, they hear prongs making like a shocking/static sound. Caller confirmed both incision sites are healed, patient's pants are covering the entire area. With brand new recharger, patient was still feeling shocking/pain sensation but the recharger stayed connected to the ins and it charged from 70-80% while on the call. Tss had caller change recharging speed to slow but patient was still feeling sensation. Caller confirmed patient is feeling sensation with every recharging session, sensation starts im mediately upon recharging and patient is currently in sitting position recharging. Caller was going to give patient the new recharger (since it was at least staying connected to ins) and return patient's recharger. No further complications were reported.